Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported that the patient underwent multiple complicated heart surgeries and subsequently, lost a large amount of blood and was hemodynamically unstable. Later in the week, an implantable pulse generator (ipg) system was implanted. It was reported that the right ventricular (rv) lead exhibited high thresholds post-operatively and was found to have dislodged. The lead was explanted and replaced. The patient died post-operatively. The cause of death was requested and it was not available.